Event description:
It was reported that the patient experienced a chest palpitation. The lead exhibited decreased impedance. A chest x-ray revealed that the lead insulation was broken. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
It was reported that only the proximal part of the lead measuring 17.5 cm was returned. Analysis was normal for the part that was returned.